Event description:
Under-infusion. Pump was set to run 100ml of aloxitdecadron over 14 minutes. The pump alarmed that the bag was empty. However, there was still 35ml left in the bag. The pump was reset and it alarmed again. The pump was taken out of service and therapy continued with a different pump. Incident occurred in out-patient setting. No patient injury reported.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete. A serial history of this device indicates that it has not been inspected by the manufacturer since (B)(6) 2007.